Event description:
Rv lead repositioned one month post implant and remains in use. Lv lead explanted and replaced for an unknown reason one month post implant. No known patient complications. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).